Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint rd900anu neopuff infant resuscitator from the healthcare facility. We will provide a follow-up report once we have received the complaint device and completed our investigation.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the gas inlet port of an rd900anu neopuff infant resuscitator was broken. This was observed before use on a patient.

Manufacturer narrative:
(B)(4). Method: the fascia and valve system of the subject rd900anu neopuff infant resuscitator was returned to fph in (B)(4) for inspection. It was visually inspected and performance tested as per neopuff's product technical manual. Results: visual inspection revealed that the gas inlet port was detached from the front panel but still attached to the elbow of the subject neopuff unit. It was also observed that the gas outlet port was glued to the front panel and the elbow parts were glued to the manifold. There was also evidence that the glue was applied to the inlet port when it was fitted to the front panel. The subject neopuff unit passed the performance checks specified in the product technical manual. A lot check revealed no other complaints of this nature for lot number 140303. Conclusion: we were unable to determine definitively the root cause of the reported fault. However, it is likely that a staff in the production line failed to apply the glue on the full circumference of the gas inlet port during assembly process. All neopuff units are visually inspected and performance tested prior to leaving the production line, and those that fail are rejected. We have standard operating procedures in place to assist the staff in the product line during the assembly of the neopuff unit. The subject neopuff unit was repaired and returned to the healthcare facility after passing the performance checks specified in the product technical manual.

Event description:
A healthcare facility in (B)(6) reported to a fisher & paykel healthcare (fph) field representative that the gas inlet port of an rd900anu neopuff infant resuscitator was broken. This was observed before use on a patient.